Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was use related as the bleeding resolved after angle matching.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an 80 year old male with a history of acute myocardial infarction and cardiogenic shock, consistent with scai shock stage e, underwent percutaneous impella support via right axillary/subclavian arterial access on (B)(6) 2026 at 5:32 pm. Following successful insertion and transfer to the ICU, bleeding was observed at the access site. The attending physician evaluated the patient at the bedside, and the bleeding improved after angle matching. The activated clotting time (act) was 243 seconds at the time of the event. Based on the available information, the observed bleeding events appear consistent with known procedural risks of large bore vascular access in critically ill patients and do not suggest a device malfunction. Clinical factors¿including anticoagulation levels, patient movement, obesity and underlying condition¿likely contributed to the bleeding, and the impella devices performed as expected. An access site bleed is a known risk per our IFU (instructions for use) because of our anticoagulation and purge requirements. The patient withdrew care and subsequently expired on (B)(6) 2026. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s condition.

Manufacturer narrative:
The suspect medical device was inadvertently misidentified in the initial report. Accordingly, the relevant fields in section d (suspect medical device), section g (all manufacturers), and section h (device manufacturers only) have been corrected and updated to accurately reflect the impella cp device. Note: h1. The type of reportable event (death) and b1. Adverse event and b2. Outcomes attributed to the adverse event remain unchanged as previously reported. Correction. E1 initial reporter's title with occupation were corrected. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.